Event description:
A pulsar-18 self-expandable stent system was selected for treatment. After predilatation with passeo-18 balloons, the pulsar-18 stent could not reach the lesion due to severe calcification, and repeated attempts failed. After performing an atherectomy an acceptable lumen was achieved, and another pulsar-18 stent was implanted.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians event description, the most probable root cause for the complaint event is related to the patients anatomy (i.e. Severe calcification).